Event description:
The facility rep reported a device with a failure code 12. This condition occurred before use. The hosp rep stated that there were no reports of pt injury or medical intervention was reported. No additional info is available.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 12 was confirmed during product evaluation. Inspection of the device revealed that the failure code 12:323:568:0000 was caused by an inoperative pump head module (phm) keypad on channel a. To correct this failure, the phm keypad was replaced on channel a.